Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during preparation for the ureteroscopy procedure, the staff noticed the uromax ultra balloon catheter was kinked in several locations. It is unknown where the kinks were along the catheter. The physician completed the procedure with another of the same device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed the shaft was flattened/kinked in two locations along its length, at 312mm to 330mm and 372mm to 390mm proximal to the distal tip. The root cause classification of this investigation is undeterminable.

Manufacturer narrative:
Reported event of balloon catheter kinked.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during preparation for the ureteroscopy procedure, the staff noticed the uromax ultra balloon catheter was kinked in several locations. It is unknown where the kinks were along the catheter. The physician completed the procedure with another of the same device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be okay.